Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-08874. It was reported that due to a patient fall, lead migration issue was observed. The device system was explanted as a result to resolve the issue. The exact date of the explant is unknown. No further information is available.